Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a fault code during shock delivery with the right ventricular (rv) lead indicating an open circuit of a shocking impedance measurement greater than 145 ohms. A revision procedure was performed and the rv lead and ICD were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that both the device and lead were discarded by the hospital and will not be returned for analysis.